Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous superficial femoral artery. The 3.0x60mm sterling balloon catheter was advanced and during the second inflation for 30 seconds, the balloon ruptured at 10atms. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.